Event description:
Boston scientific received information that during a follow up visit, interrogation of this device and right ventricular lead revealed impedance measurements have been gradually increasing during the last six months. No high out of range impedance measurement has been reported as of this date. In addition, threshold measurements have been increasing. As the patient with this lead has an underlying intrinsic rhythm, a decision was made to further monitor this issue. No adverse patient effects were reported. Additional information was received. Approximately two years later, during a follow up visit, high out of range impedance measurements were observed. Threshold measurements remain increased. An internal technical service consultant was contacted. It was determined that with the behavior of the lead, the issue was likely due to calcification at the lead tip and not a lead fracture. A decision regarding lead replacement or further monitoring in the near future. As there are two years remaining device longevity, the procedure may be performed at the device replacement time.

Manufacturer narrative:
(B)(4). According to available information, this device wtih right ventricular lead remains implanted and in service. Should additional information become available, this event will be updated.